Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When the nurse was using it to connect the infusion set, she found that the liquid was not dripping because the connector was clogged, so she immediately replaced it without causing any harm to the patient.

Manufacturer narrative:
Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: ¿the liquid was not dripping because the connector was clogged¿. The product in use at the time is reported to be a mp1000 china from lot 22105583. Further correspondence from customer confirmed they used the maxplus connector with a beilang brand set. The customer also reported that during this incidence, the infusate was not stored in the refrigerator but, it was brought to room temperature before use. Additionally, the customer reported no damages were observed on the affected product and the flow was partially blocked. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22105583 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
No additional information.